Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 4. Per the initial report, the hc was alarming low drain volume. Gts assisted the home patient (hp) with checking the patient line for kinks or fibrin and per the hp, the patient line had a crack and it was leaking. Per the hp, the dog got to the patient line. Gts assisted with ending therapy and the hp continued with manual supplies and would contact the nurse in the morning. There was no injury or medical intervention was reported. No additional information was available.